Event description:
The standard size securfit handle "overhangs" the broach. Sometimes the handle comes in contact with the bone more than the broach itself. According to the surgeon who requested the handles to be altered, the handles are too big to the small size broaches (7 and 8) which may impact the cortical bone. Surgeon doesn't want to use the item until they are revised. However this procedure was completed with the same instrument as planned.

Manufacturer narrative:
Device manufacture date for lot mjaet9: 02/24/2010. The following lots of offset broach handle, std. (B)(4). When completed, the evaluation summary will be submitted in a supplemental report.